Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that a few days after implant of this right ventricular (rv) lead, the rv sensing dropped to 1.0 mv from 10 mv and that the lead was also sensing p-waves. A chest x-ray was performed and showed that the lead had dislodged into the right atrium. The rv lead was explanted. The physician elected to also explant the ICD. It was noted that the patient experienced some anxiety due to the event. The patient received implant of a new non-boston scientific system on (B)(6), 2024. No additional adverse patient effects were reported. The lead was received for analysis.

Event description:
It was reported that a few days after implant of this right ventricular (rv) lead, the rv sensing dropped to 1.0 mv from 10 mv and that the lead was also sensing p-waves. A chest x-ray was performed and showed that the lead had dislodged into the right atrium. The rv lead was explanted and is expected to be returned. The physician elected to also explant the ICD. It was noted that the patient experienced some anxiety due to the event. The patient received implant of a new non-boston scientific system on (B)(6) 2024. No additional adverse patient effects were reported.